Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system was visually inspected and tested several times. During final inspection the balloon underwent 100 inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system leakage and delivery system withdrawal difficulty valve through sheath, and delivery system difficulty with valve alignment were unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the device, no manufacturing non-conformances were identified during the evaluation. A review of DHR, lot history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The patient¿s iliacs and aorta were noted as mildly tortuous and moderately calcified. As no issues were noted with the device during prep, it is possible that patient (tortuosity) factors contributed to the event. Performing valve alignment in a non-straight, tortuous anatomy can induce tension in the system, resulting in high alignment forces when attempting to align the valve over the balloon at the alignment markers. Additionally, performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Furthermore, the combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed leakage. While a definitive root cause is unable to be determined, available information suggests that patient (tortuosity) and/or procedural factors (performing valve alignment in non-straight section of aorta / high alignment forces) may have contributed to the reported event. The complaint events were unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach resistance was felt passing the valve and delivery system through the sheath. There was difficulty with valve alignment. During inflation the balloon did not fully inflate. The devices were unable to be withdrawn from the patient, therefore surgical intervention was required. Another 29 mm sapien 3 valve was prepped and successfully implanted. The patient was in stable condition post procedure. Per medical opinion, the difficulties passing through the sheath and with valve alignment may have contributed to the event. It is to be noted the patient had mild to moderate calcification on the leaflets and annulus.